Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l3-l5 posterolateral fusion where rhbmp-2 was mixed with autograft and implanted at multiple levels. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: decompressive laminectomy bilaterally at l3, 4 and 5; bilaterally with extensive foraminotomies at each level. Posterolateral fusion at l3-4 and l4-5 bilaterally and new pedicle screw fixation at l3-4, l4-5 bilaterally. Pre-op and post-op diagnosis: l2-3, l3-4, l4-5 spinal stenosis with l4-5 spondylolisthesis. As per op notes: ".. The transverse processes were then decorticated with drill and combination of bmp impregnated sponge wrapped around patient's autologous bone was packed into the lateral gutters to ensure lateral fusion.. No complications were reported.."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.